Manufacturer narrative:
Concomitant medical products: 0184, lead, implanted: (B)(6) 2008, dtba1d1, defibrillator, (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had p - wave undersensing and that the lead is pacing below the programmed lower rate. The lead remains in use. No patient complications have been reported as a result of this event.